Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and replaced the solenoid driver board. All calibration and functional checks were performed and passed per factory specifications. The removed solenoid driver board was requested to be returned to our national repair center for failure evaluation; however, we have not yet received the part due to current significant shipping delays. If the part is received and evaluated later, we will submit a supplemental report. Updated fields: b4, g4, g7, h2, h3, h6, h10.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) suddenly turned off during use. The iabp unit was replaced with a cs100 iabp. No patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be provided when additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) suddenly turned off during use. The iabp unit was replaced with a cs100 iabp. No patient harm or adverse event was reported.